Event description:
Pt was attached to pca pump to administer medication for pain relief. It was noted sometime later that pt was not receiving medication due to tubing being clamped off. Device occlusion alarm failed to activate. This failure mode was verified by biomedical engineering. Device was sent to MFR for investigation and repair. Rptr is awaiting report.